Event description:
Reportable based on device analysis on (B)(6)2024. It was reported that visualization issues occurred. The 99% stenosed target lesion was located in mildly tortuous and mildly calcified superficial femoral artery. An opticross 18 catheter was used for ultrasound examination of the target lesion. During the procedure a dark image occurred. The procedure was completed with another of the same device. No patient complications were reported, and the patient condition was stable. However, device analysis revealed the imaging window was twisted.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath assembly was kinked and the imaging window twisted. Visual and microscopic inspection showed imaging core windup with a broken drive shaft beginning 46 cm from the distal end of the connector shaft. Impedance testing showed an electrical open 110-120cm at the proximal end of the catheter.